Event description:
A customer at the (B)(6) filed a complaint with life technologies corp distributer (B)(4). The customer reported seeing high background in results when using secore b locus sequencing kit - single amplification system (catalog# 5311025d). High background would give the customer a no type result. Customer complaint # (B)(4).

Manufacturer narrative:
The internal investigation for secore b locus sequencing kit - single amplification system (catalog# 5311025d) is on-going as of (B)(4)2 013 and additional information will be submitted in the follow-up report.